Manufacturer narrative:
(B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it reported there was a non-union proximal tibia with plate failure. There was one broken plate and locking screw. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review ¿ manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 11 february 2015 expiry date: 01 february 2025. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the plate had a breakage through the hole in the t-shaft area. There were several deformations, scratches and abrasions on the plate (upper and lower side). There were added materials on the thread holes. The laser etching was readable. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All dimensions were measured which were measurable and fulfill the specifications. The raw material certificates were checked, no deviations were found. The raw material was according to the specifications. Based on this the complaint is rated as confirmed but not valid from the manufacturing point of view. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient reported having more pain, so a new x-ray and CT-scan were done and it was found that the plate was broken. The patient underwent a repeat osteotomy; all fragmented pieces were removed from the patient. During the procedure for pseudoarthrosis, it was noted that one of the screws was also broken. The procedure as reportedly highly satisfactory. The patient outcome is reported as okay.